Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) developed an atrial fibrillation (af) condition. The s-ICD exhibited oversensing of the af and delivered and inappropriate shock. The patient has now been treated with ablation and the s-ICD was reprogrammed. This s-ICD remains in service. No adverse patient effects were reported.